Manufacturer narrative:
Spacelabs has launched an investigation and will file a supplemental report when the investigation is completed.

Event description:
Spacelabs received a report that on (B)(6) 2017, a low heart rate alarm did not occur when a patient experienced a heart rate of 76 beats per minute (bpm) while the low heart rate limit was set to 80 bpm. No one was injured as a result of this event.

Manufacturer narrative:
Onsite testing of the involved devices by a spacelabs field service engineer confirmed that the equipment performed to specifications. The testing was witnessed by a facility staff member. The customer did not permit access to the patient¿s historical data from the device or any waveform recordings. Because of the lack of information, we are unable to determine whether the heart rate was below the low heart rate alarm limit for a sufficient duration to meet the alarm criteria. Spacelabs is unable to conduct a complete investigation without access to the historical data, therefore no conclusion can be drawn. This report is considered final and this particular issue closed.